Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, the device was visually inspected prior to use when it was noticed that the jaw head was bent to the side. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
A visual examination of the returned device found that the needle tip was tilted and the needle tail was bent out of the clevis. Functionally, the device would not open and close properly. The curves were measured; one of the two curves was out of specification. No abnormalities were noted with the device riveting and welding which were within design specifications. The reported failure mode was not confirmed. The condition of the returned incident device was not consistent with the complaint; jaw bent. However during device evaluation it was found that the needle tail was bent out of the clevis and one of the wire curves was out of specifications. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable, however, an investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a gastroscopy procedure performed on (B)(6) 2010. According to the complainant, the device was visually inspected prior to use when it was noticed that the jaw head was bent to the side. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.